Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they woke up and experienced low blood glucose of 28 mg/dl. The customer did not contact the help line and declined troubleshooting the issue.